Manufacturer narrative:
One device was received for evaluation. Customer reported that the damaged rear housing, through visual inspection. Visual and functional testing was performed. Upon further investigation, found air detector damaged. Replaced air detector. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. Unit pass all testing criteria.

Event description:
It was reported that the device had a broken hinge and it was found out during testing. There was no patient involvement and no patient harm.